Event description:
It was reported that during the implant procedure, set screw of atrial port was unable to be tighten. Physician decided to disconnect and reconnect the lead to the header, however, the set screw was unable to be loosened when try to remove the lead from the header. The right atrial (ra) lead and right ventricular (rv) lead were failed to be removed from the pacemaker header. The leads were cut and the procedure continued with the new pacemaker and leads on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to remove from header was not confirmed. As received, a partial lead (only the connector) was returned in one piece for analysis. The lead was able to be inserted / removed into the pacemaker without difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.